Manufacturer narrative:
It was confirmed that the device was discarded at the account. The device was not returned to the manufacturer for investigation.

Event description:
During an anterior cervical fusion procedure, the tip of the auger broke. It was manually removed from the patient. This added approximately 10 minutes to the procedure. The case was completed using back up equipment. There was no adverse consequence reported as a result.